Event description:
The physician successfully closed an arteriotomy site with the starclose device, following an interventional procedure. Within a short amount of time, the pt began to complain of flank pain. A CT scan revealed a retroperitoneal bleed, and the pt was taken to surgery for repair of the vessel. The starclose clip was found in the subcutaneous tissue. The current condition of the pt is unknown.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.